Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event the device capsular contracture was received march 31, 2021 with lot number 3299404. Analysis of the returned device identified: flat creases and weight to the spec. Bubbles and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.